Event description:
Additional information received reported that signs and symptoms of the infection was an incisional wound opening. It was noted that there was a right scalp burr hole incision. The reporter noted that perioperative antibiotics were administered and a culture was obtained. Treatment instituted for the infection included IV antibiotics, oral antibiotics and a total device system explant. The patient outcome was that the infection resolved.

Event description:
It was reported that a patient had their entire stimulation system explanted the previous night due to "a suspected" infection. It was reported that the patient had their staples removed "a couple of days ago" and then the patient had "wound dehiscence". It was stated that the stimloc cap could be seen due to the wound opening up. It was stated that the health care provider (hcp) decided to "open up" and see if there was an infection and it did "look suspect" so the entire system was removed. It was stated that the hcp opened up the stimulator pocket and could that it looked suspect as well for infection. The system was explanted on (B)(6) 2013.

Event description:
Additional information received reported that there was an infection that resulted in a complete explant of the leads, extensions, and implantable neurostimulator.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient. (B)(4).